Event description:
It was reported that, after a surgery had been performed on (B)(6) 2020, the patient was dislocating. A revision surgery was performed on (B)(6) 2020 to exchange the femoral head. The stem was left in situ. The acetabular components were from zimmer. The surgeon was pleased with the outcome.

Manufacturer narrative:
It was reported that, a revision surgery was performed due to dislocation. Doctor changed sn head to a 36mm plus 12. No further complications were confirmed. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A medical investigation was conducted and confirms per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested surgical records and x-rays, the clinical root cause of the dislocation cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Some potential causes could include but are not limited to limited range of motion, surgical technique or patient anatomy. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.